Manufacturer narrative:
A ge rep performed an over the phone investigation and directed the customer to fully engage the on off switch. The reported problem was resolved by the customer. The system operates as intended.

Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.